Manufacturer narrative:
(B)(4). The customer reported that the device failed to provide adequate patient alarms for spo2 even though an alarm was given for low blood pressure. Failure of alarming is a possible health risk because it can prevent awareness of patient alarm conditions. Testing by the hospital showed that the involved module passed all testing. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to provide adequate patient alarms.